Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer

Event description:
Caller states that 3 coaguchek lancets were missing the protective caps, and appeared to have already been fired. No adverse event reported. Requested return of suspect device; however, caller has discarded the lancets; replacement was sent.